Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that after imaging, the initial oblique lateral interbody fusion (olif) was performed. The imaging was performed again due to vertebral body movement. Screw deviation was not noticed during fluoroscopy during rod tightening, but postoperative computed tomography (CT) showed that 3 out of 6 screws on the right and left sides of l3, and the right side of l5 had deviated. The maximum deviation was 1cm. On navigation, the screws appeared to be in positions without any problems. Re-operation was scheduled for (B)(6) 2022 and verification was scheduled for (B)(6) 2022 using the imaging system, navigation system calibration kit and bone model. There was no surgical delay. The patient experienced possible l5 root symptoms and motor evoked potential (mep) waveform reduction.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that verification resulted in human error was identified. At this hospital, while the patient was in a prone position, the pps was performed after the cage was inserted at olif. After insertion of the cage under navigation, the vertebral body moves due to the cage, so imaging acquisition system (ias) imaging and navigation was used again, but the ias imaging data was accidentally selected before inserting the cage during pps on the navigation system, and the screw inserted without noticing it. Therefore, even if the screw was inserted correctly on the navigation system, it actually deviated. Re-operation was completed successfully and at present, no after-effects have been confirmed.